Event description:
The customer called to report that the insulin pump does not deliver insulin at times. The customer also stated that he has had to go to the hospital due to low blood glucose levels. No date or blood glucose reading provided. The customer's most recent blood glucose reading was close to 600 mg/dl, and the customer felt that the insulin pump was not working properly. The customer was afraid that he was getting too much or too little insulin from the device. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be sent to him. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.